Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an oozing skin irritation underneath the front therapy electrode. The patient reported that she had a metal allergy. The patient did not seek medical attention. During a follow-up the patient reported that the irritation had not gotten better or gotten worse.